Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-15522. It was reported the patient experienced ineffective therapy. As a result, the entire system was explanted to address the issue.

Manufacturer narrative:
The report of ineffective therapy was not confirmed. The returned lead had no physical anomalies, it passed end to end continuity, output resistance and inter-channel continuity testing.